Event description:
It was reported that the pump was alarming upstream occlusion. The pump was stopped, settings were reviewed, and the line was traced between the pump and reservoir. The line was clear. The pump was restarted and it began running. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.